Event description:
It was reported that few hours after the dressing was applied in the operation room the device displayed a leak alarm. A backup was not available.

Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records for complaint (B)(6) could not be performed as there were no records for the lot and part number combination provided. A review of the batch manufacturing records for complaint (B)(6) could not be performed as no lot number was provided, however, there are no indications to suggest that the devices did not meet specifications upon release into distribution. A complaints history review was carried out using the part numbers provided, there have been further complaints reported with this failure mode in the past three years relating to both(B)(6) . The devices were used for treatment. As the devices have not been returned, a thorough product evaluation could not be carried out. Potential causes for the issues experienced are:- 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised we have not been able to confirm a relationship between the event and the device or identify a definitive root cause for each complaint (B)(6) if further information becomes available this case may be reopened. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.